Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Possible models could include the sprint fidelis((B)(4)). The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: implantable cardioverter-defibrillators in congenital heart disease. Herzschrittmachertherapie und elektrophysiologie. 2016;27(2):95-103. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were non-specific ¿lead failures¿ for this recalled lead family. The status of the lead is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.